Event description:
Loss of bone around the implant and implant was removed with the crown by hand.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. A section of some material is still attached to mount.